Event description:
Patient was implanted with the nalu spinal cord stimulator on (B)(6) 2023. After implant the patient displayed difficulty with communication between the implantable pulse generator (ipg) and the external therapy discs, resulting in reduced pain relief. It was determined that the ipg had been implanted too deep, causing disruption in communication. Surgical revision was performed on (B)(6) 2023 to place a new ipg in a more superficial location to facilitate communication with the therapy discs.

Manufacturer narrative:
There is no indication that the nalu system or its components failed or malfunctioned. Device was implanted in a position that did not allow for optimal communication with the external components. Revision procedure was successful and patient is receiving pain relief.